Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) replacement procedure, after the lead was re placed, the impedance was checked and it was measuring high. The physician reported that the interface screw could not be screw back and the lead could not be fully inserted. Additional attempts were made to unscrew the interface screw but despite multiple attempts, the screw could not be screwed in and out and the lead could not be fully inserted into the header. It was determined that the screw was damaged and a different crt-d was successfully implanted with normal parameters. No patient complications have been reported as a result of this event.